Event description:
It was reported that at the beginning of a wisdom teeth procedure the bur got hot, melted and bent. It was further reported that the handpiece did not overheat. There was no patient impact, adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation, however, the handpiece (5400300000, sn (B)(4)) was returned for evaluation. Through visual inspection, the nose cone was confirmed to be affected by debris/substance. Debris/substance may limit the rotational properties of the components causing the failure for heat, which can potentially lead to the bur bending. Bur not returned, but associated handpiece returned.

Event description:
It was reported that at the beginning of a wisdom teeth procedure the bur got hot, melted and bent. It was further reported that the handpiece did not overheat. There was no patient impact, adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete.